Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/02/2017 with the following findings: the display was dim and orange. Unrelated to this issue, the piston cap was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and orange. This report is made based on results of investigation completed on 03/02/2017